Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance. It was noted that the lead's impedance has been gradually increasing for several months. The configuration was changed to unipolar, however, the impedance continued to increase. Technical services (ts) provided a potential cause. Ts suggested reprogramming options. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance. It was noted that the lead's impedance has been gradually increasing for several months. The configuration was changed to unipolar, however, the impedance continued to increase. Technical services (ts) provided a potential cause. Ts suggested reprogramming options. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient will continue to be monitored. No adverse patient effects were reported.